Event description:
The customer reported a device issue, no further information was provided. Additional information and clarification on the reported event is still pending.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.